Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked case at the display window corner, and a cracked lcd window. The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. No excessive no delivery error alarms were noted.

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery, and while troubleshooting was occurring for that issue the customer noticed damage to the pump. The patient's blood glucose at the time of incident was 464 mg/dl, which has not been treated yet because her pump will alarm no delivery during bolus attempts. The customer removed the reservoir from the pump and noticed that half of the pump casing right above the o-ring was gone. Customer stated that the o-ring fell out of the pump recently and that she was able to put it back in. Troubleshooting was initiated for the physical damage, and the customer stated that she does drop the pump occasionally but cannot remember dropping it hard. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.